Event description:
Per the clinic, the patient experienced retention issue and intermittencies with the device use. It was reported that open circuit was noted on one electrode. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device (specific date not reported).